Event description:
It was reported that a child was connected to an oxytip wrap spo2 oximetry sensor. The sensor reportedly fell off the pt's toe and the monitor did not assert a "probe off" alarm. The nurse became aware of the condition after coming in to check on the pt approximately 2 minutes later. The pt's saturation levels were low and the pt was reportedly turning blue. The pt reportedly recovered. No further details of the pt's condition were made available. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.